Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The device also had moisture damage at the motor assembly. It was unable to verify the faint beeping due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer fell into the pool with the insulin pump. Mother stated that the device was working after the incident but, the morning of the call the customer woke up and found the display went blank and the device would make a faint sound when pressing the buttons. Customer's blood glucose value was 240 mg/dl. Troubleshooting was done and the display did not return after changing the battery. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.